Event description:
Procedure performed: right shoulder arthroscopy, extensive intra-articular debridement, repair of supra spinatus tendon, subacromial decompression, acromioplasty and mumford. Elite pass suture shuttle needle tip broke off in pt's shoulder during the procedure and was not recovered.